Manufacturer narrative:
(B)(4). Date sent: 07/28/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.